Event description:
It was reported the device had self test issues. No patient involvement reported at this time.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed operational check, and device passed the check. The device was operational after fse performed operational check. The device remains at the customer site and no further evaluation is required at this time.